Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. The physician attempted to remove the lead but experienced difficulty. The lead was then surgically abandoned. No additional adverse patient effects were reported.